Manufacturer narrative:
The dealer advised that when he installed the rails about 2-3 weeks prior, the plug buttons were in place on the end of the rails. He stated that the facility did not notify him that they were missing until the injury occurred. He has advised the nurses and maintenance personnel that the plug buttons may pop out during normal usage and to notify him immediately if they are missing. The 6632 assist rail user manual states, "always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced. Sharp edges or surfaces should be corrected or replaced." The dealer advised that he has replaced the plug buttons. Since the manufacture of these rails, a design change has been implemented replacing the plastic plug button with a permanent steel cover that is brazed onto the tube ends and buffed to create a smooth edge. The design change removes the possibility of the plug falling out and removes the sharp edge hazard that is created when the plug falls out. The dealer was not able to provide the date code of the bed rails; therefore, the age of the device and the device manufacturer cannot be determined. The dealer was also unable to provide the model and serial number of the bed to which the rails were installed, nor could he confirm that it was an invacare bed. The dealer indicated that the facility uses all different beds, and he did not document the bed information when he serviced the rails. The 6632 assist rail user manual advises that these rails are only to be used with the following invacare beds: 5410low, 5411lowivc, 5410ivc, 5411ivc, 5310ivc, 5311ivc and 5307ivc.

Event description:
The dealer reported that the two plug buttons at the end of the 6632 bed rail became missing, and while the bed rail was being moved up, the patient scraped their leg on the end of the exposed tubing. The dealer had no details on the alleged injury. He indicated that the nurse on staff attended to the injury and no further medical attention was required.